Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast reconstruction with a 650cc artoura breast tissue expander (left) and an unspecified tissue expander (right) experienced left-sided deflation and right-sided seroma postoperatively. As a result, the patient underwent bilateral removal and replacement with a 535cc mentor memorygel breast implant (left catalog #: shpx535, left serial #: (B)(4) and a 490cc mentor memorygel breast implant (right catalog #: shpx490, right serial #: (B)(4) on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of event. The date is (B)(6) 2020. The relevant filed has been updated. On (B)(6) 2020, it was found that d.1. Brand name was filled in incorrectly on the initial report. The field has been updated to unknown_tissue expanders. Manufacturer's reference number: (B)(4).